Event description:
It was reported that the patient presented in clinic for routine generator change. During the procedure, the physician noted insulation damage on the patient's right ventricular (rv) lead. The physician capped and replaced the lead during the procedure on (B)(6) 2021. The patient was stable throughout.